Event description:
Customer reported air bubbles in the reservoir and the tubing. She stated that the bubbles were the size of champagne bubbles and larger. She stated that the insulin pump had not been rewound with the reservoir in place and that the issue was resolved with a set change. She also reported that recently she had been experiencing fluctuating blood glucose. The blood glucose reading was 400 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.